Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the therapy electrodes. The irritation was itchy, raw, and had peeling skin. The patient was given phytoplex and z guard lotion by a nurse at the hospital. During a follow-up call the patient reported that the irritation was still itchy, but that the patient was doing okay.